Event description:
The consumer reported stimulation in an undesired location. It was reported that the patient was feeling stimulation in the groin area instead of the lower back. They had readjustments done and a few days following the readjustments, they started feeling stimulation in the incorrect area. There was a report that they had not yet tried using the programmer to make adjustment to the stimulation. It was reported that the patient couldn't walk, could barely talk, acts like they were (B)(6) years old, and was ruined. There was a report that they had pain in their low back. The patient's spouse reported that "this thing went berserk." It was reported that the consumer used the programmer to decrease stimulation from 4.9 to 4.4 on program a. There was a 1 & 2 on a and they were walked through increasing and decreasing both 1 & 2 and the patient only felt stimulation/pulsing in the groin area. Eventually, the stimulation was turned off since it was not helping with their pain using the programmer. It was clarified that the patient got up to use the bathroom and could barely walk. The patient did seem to be able to move based on the report. It was reported that the call ended with them turning stimulation off because the pulsing was uncomfortable. Additional information received reported that the patient was reprogrammed and the stimulation was out of the groin. The healthcare professional (hcp) reported that the patient was reprogrammed and was doing great. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.